Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an initial implant, the patient had a persistent superior vena cava (svc), so the physician used a right sided implant technique. The physician was having difficulty placing the lead in the apex due to the patient's anatomy. Upon switching stylets, the physician noted a separation of the right ventricular (rv) lead coil. The physician noticed that the top portion of the rv coil was beginning to pull apart from the rest of the coil. The physician opted to use another rv lead to implant. The new rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.